Manufacturer narrative:
Evaluation summary: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing activities was acceptable. One catheter was received for analysis and investigation. Visual inspection showed the catheter was separated in two parts. The shaft assembly was not returned as part the sample. The snap connector showed damage. The device is assembled by the customer prior to use. As per the instructions for use (IFU), the customer must perform a visual inspection before using the device. The IFU provides guidance for the catheter¿s assembly. The IFU cautions to be sure the catheter end is advanced into the locking ring and seats fully against the hub making sure there is a tactile click and the connection is secure. Dimensional testing was done showing the product met specification requirements. Per the available information, a root cause could not be determined. Based on the available evidence the issue could not be related to the manufacturing process. As per procedure, manufacturing performs 100% visual assembly final inspections. This complaint will be used for track ing and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, on (B)(6) 2017, when the gauze bandage was being removed, the device¿s plastic y-adapter loosened without force being applied. A new y-piece from another catheter was used in order to resolve the issue. There was no medical intervention required or harm to the patient.